Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the pieces on the insulin pump where falling off. The blood glucose reading was 112mg/dl. The caller stated that the device may have been bumped, and the bottom section of the insulin pump is cracking/chipping. Advised the wife to discontinue the use of the device and revert to back up plan. No further information was provided.